Manufacturer narrative:
An event regarding knee loosening involving a triathlon ps fem component, cemented was reported. The event was not confirmed. Device evaluation not performed as no items were returned. Device history review indicated all devices accepted into final stock met specification. There have been no other events for the lot referenced. The exact cause of the event could not be determined because no medical records, x-rays or device were provided for evaluation which is needed to determine the root cause for the reported event. No further investigation for this event is possible at this time.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that the patient has aseptic loosening of total knee. Surgeon revised the patients left knee with ts component.

Event description:
It was reported that the patient has aseptic loosening of total knee. Surgeon revised the patients left knee with ts component.